Manufacturer narrative:
(B)(4). Investigation summary: the DHR, maintenance record analysis, and quality notification analysis were performed and no deviations were found for this batch. No samples / photos were sent by the customer, so it was not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: the incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the syringe safety 3ml ll 22x1 an curitiba scale markings were missing. This was noticed during use. The following information was provided by the initial reporter, translated from portuguese to english: "missing the scale marking in the syringe."